Event description:
It was reported that the patient presented for follow-up in clinic. It was discovered that the patient's right ventricular (rv) lead exhibited intermittent capture. Furthermore, a chest x-ray showed that the rv lead had dislodged. Therefore, the physician elected to reposition the lead on (B)(6) 2021. The patient was in stable condition.